Event description:
The distributor became aware december 9, 1993 of an incident involving a radial jaw while performing a bronchoscopy. While attempting to take a second specimen during a biopsy a single cup of the radial jaw detached in the patient's lung. The cup was visualized under fluoroscopy, however, retreival attempts were unsuccessful as the patient experienced a violent tussive episode. The patient was previously scheduled for a pneumonectomy, therefore, no further retreival attempts were made.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.